Manufacturer narrative:
(B)(4). The customer returned one, two-lumen PICC catheter for analysis. Signs-of-use in the form of biological material was observed on the catheter body. The catheter body was intentionally cut just above the 40cm mark. The separated portion was not returned by the customer. After failing functional testing, the catheter was microscopically examined. A small separation/hole was detected in the distal extension line adjacent to the luer hub. No other defects or anomalies were observed. The total distal extension line length from the luer hub to the juncture hub measured 1.614", which is consistent with the nominal value of 1.60" per the catheter graphic. The distal extension line outer diameter measured .095", which is within the specification limits of .093"-.097" per the distal extension line extrusion graphic. The catheter extension lines were flushed using a lab inventory syringe to ensure no blockages were present. When flushing the distal lumen, water was observed leaking out of the hole adjacent to the luer hub and the distal end. The distal end of the catheter was then occluded, and the lumens were pressurized using a lab inventory syringe. When the distal line was pressurized, water leaked from the hole on the extension line. No defects or leaks were observed on the proximal lumen. A manual tug test confirmed the proximal and distal extension lines were secure within their respective luer hubs (despite any damage). A device history record review was performed, and no relevant findings were identified. The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. The distal extension line contained one small hole adjacent to the luer hub. Due to a rising trend of extension line/luer hub leaks, a CAPA has been initiated to further investigate this issue. Based on initial evaluation, the probable root cause appears to be related to the manufacturing assembly of the luer hub to the extension line. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the hub came off. Torn off PICC. The issue was detected during insertion.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the extension line leaked during use.

Event description:
The customer reports: the hub came off. Torn off PICC. The issue was detected during insertion.